Manufacturer narrative:
While working on tooth #3, the patient was burned on the cheek. Burn area was 1 cm. Patient was given vitamin e oil for healing. During product evaluation, were found a dented head at 11. The dent keeps back-cap depressed causing drive assembly to overheat due to excessive pressure. The cause for overheating is the dent on the head.

Event description:
A dentist was performing a routine procedure on a patient (tooth #3) using a dental electric handpiece when the right cheek was burned by the head of the handpiece.